Event description:
A report was received that a patient was explanted due to infection. The physician noticed clear drainage at the incision site so the patient was given a course of levaquin. The patient continued to experience drainage and fever so the physician decided to explant. The patient was placed on IV antibiotics. The physician could not determine whether the infection was device or procedure related. The physician suggested there might be a correlation between patient's foot infection and ipg site infection.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.